Event description:
The patient attempted to activate a bolus and received an 8286 - empty reservoir error code. The patient did not hear an alarm from his pump. The patient was filled a couple weeks ago. The drug in the pump was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).